Event description:
Clinical study: it was reported that 511 days after a coronary drug eluting stenting treatment procedure the pt expired. The lesion being treated in the index procedure was a 2.50mm, 95% stenosed, 20mm long portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with predilatation and successful placement of a taxus express2 study stent. There were no reported complications. The pt was discharged the next day on plavix and aspirin. At 511 days after the intiial procedure the pt expired. There was no autopsy. In the opinion of the physician, the cause of death was coronary artery disease and it is unk if the taxus stent was involved.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.